Event description:
Pt reported the lenses caused corneal ulcers in both eyes. Pt indicated she did not normally wear this lens type, however, the lenses usually worn were out of stock. The treating ophthalmologist reported the pt was seen with left bacterial keratitis, presumed related to contact lens wear. This gradually settled down over the course of treatment and pt was last seen with a visual acuity of 6/5+ right and 6/6 left wearing her spectacles and with mild corneal scarring only. Dr reported the pt was a monthly contact lens wearer. No other info is available.

Manufacturer narrative:
The prod was not returned for eval. The lot device history records were reviewed and show that all requirements were met. The treating ophthalmologist indicated the event was presumed related to contact lens wear. Based on all info, no causal factors can be determined and no conclusion can be drawn.